Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that following a spinal surgical procedure, the patient underwent a revision procedure due to fractured and disengaged set screws at the bottom of the construct. No additional patient consequences have been reported.